Manufacturer narrative:
Additional information provided: the company service representative examined the system. No information was provided to conclusively indicate nonconformance of the surgical system contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the procedure was completed the same day without further issues.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the flap bed was not uniform during corneal flap creation.additional information requested.